Manufacturer narrative:
During the backlight check, there was a portion of the el panel that was not lit due to a damaged el panel. The pump had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, and a cracked case at the reservoir tube window corner. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the pump had a crack around the reservoir and the screen is scratched. Customer stated that it might be delivering insulin that she does not need because it is priming her cannula all the time. Customer stated that the backlight also does not work. Customer stated that the pump was never dropped. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.